Event description:
On (B)(6) 2021: pain not relieved for patient but no injury or other clinical consequence observed.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The device was tested with the supplied admin sets by the customer. During the test, the following was set: continuous rate 30 ml, pca bolus 0.05 ml bolus lock time 2 min and reservoir volume 100 ml. The result of the test is that the device is within the manufacturer's specification (28,2-31,8 ml/h) the device was found to be functioning properly and delivering within specification. The complaint was not confirmed. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device under-delivered; 31ml of infusion was not administered. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.